Event description:
Medtronic received info that this bioprosthetic pulmonary valved conduit, implanted 55 months, was explanted due to structural dysfunction relating to calcification and cuspal tears. It was reported that the peak gradient was 15 mmhg and that central regurgitation was present prior to explant. There was no dissatisfaction with the performance of the device.

Manufacturer narrative:
Eval results: device history review found the product met specs when released for distribution. Conclusion: cause of event attributed to pt's condition. Analysis: upon receipt at medtronic's quality laboratory, the valve was cut into several pieces. Five (5) pieces contained remnant of leaflets. All leaflet remnants were flexible. Due to the receipt condition of the valve, an accurate eval could not be made to determine the origin of the reported cuspal tears, however, the amount of mineralization in the received pieces showed evidence of leaflet contact with mineralization. Remnants of pannus remained attached to the conduit wall in several of the pieces. Radiography showed evidence of extensive mineralization in the conduit wall. The device history record was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve may be attributed to host tissue overgrowth and mineralization. These findings are generally considered a pt related condition.